Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed that a crown prt pericardial heart valve was explanted on (B)(6) 2022 due to svd. Size and serial number are unknown and no further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The valve was returned to the manufacturer for further investigation. Gross examination revealed the prosthetic stenosis due to intrinsic calcifications in all three leaflets and the subsequent insufficiency due to tears in all leaflets. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of all three leaflets was thicker than normal near the posts due to calcifications. Thrombus depositions were detected on both prosthetic sides. Reddish areas due to coagulated blood entrapment were present on all surfaces. Leaflet b was almost stiff because of intrinsic calcifications. Small intrinsic calcifications were also visible on leaflets a and c. Scars and mesothelial delamination were visible near two struts where intrinsic calcifications became extrinsic. Whitish and yellowish areas due to tissue alterations were detected on all outflow surfaces. The mesothelial surfaces of all leaflets were locally wrinkled. On leaflet a, a 4mm long tear was present at post 2. Yellowish areas due to calcifications were detected. A deep scar was present near post 1. On leaflet b, a 2mm long tear was present at post 3. Yellowish areas due to calcifications were detected. On leaflet c, a 3mm long tear was present at post 1. At post 3 there was a hole. At post 3 the pericardium was damaged by tweezers and scars were visible. X-rays of the subject valve showed large intrinsic calcifications in leaflet b. Small intrinsic calcifications were also present inside the leaflets a and c. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic calcifications. In leaflet c, hematoxylin and eosin stain showed that the pericardium was thicker than normal also because the collagen bundles were disrupted, defibrated and homogenate; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. Also, the collagen bundles of leaflet b were disrupted, defibrated and homogenate. Inflammatory cells were present in leaflet b while in the leaflet c were detected degenerated inflammatory cells. Pericardial folds were detected on leaflets b and c. Pericardial delamination were detected on leaflet c. Bacteria were not detected with the gram stain. Based on the analysis performed, leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the sample. It is possible that the patient¿s clinical conditions and risk factors (i.e., hypertension and dyslipidemia) may have contributed to the structural valve deterioration observed in this crown valve.

Event description:
The manufacturer was informed that a crown prt pericardial heart valve size 19 (sn: unknown) which was implanted on (B)(6) 2017, was explanted on (B)(6) 2022 due to svd. Based on the information received, patient underwent avr with bioprosthetic valve on (B)(6) 2017 for severe as noted with chest strangulation in may 2017. Around 2 years after the surgery, the pressure gradient began to increase on echocardiography, and the patient was followed up. In (B)(6) 2022, patient had a severe pressure gradient (pfv 4.09m/s, mean pg 39mmhg, eoa 0.41cm2). As such, the re-do surgery was planned to be performed. Reportedly, patient has hypertension, dyslipidemia. Furthermore, patient had a history of uterine cancer and thyroidectomy.

Manufacturer narrative:
A follow up report will be provided upon receipt of the device or further information.